Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4). Description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that following a trial procedure the patient was experiencing extreme neck and shoulder pain. It was also reported that the patient had extreme weakness in hands and arms. The physician believed that there was an air bubble from the lower right that went up into the neck. The patient underwent an explant procedure and was doing well postoperatively.